Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the device was explanted after an implant duration of approximately 20 months, and replaced with another edwards' pericardial valve. Through follow-up, it was learned that the valve was explanted due to subacute bacterial endocarditis involving prosthetic valve with embolization. It was also learned that the valve was stenotic and showed large vegetations. MRI of th brain showed evidence of prior embolization presumably from vegetations. Operative report indicates, "large vegetation measuring almost 2 cm in transverse diameter occupied the atrial side of the valve from approximately the 1 o'clock position. This was gently teased away from the underlying valve and from its underlying leaflet, and then removed from the atrium. Each valve suture was individually cut. The valve was then gently teased away from the underlying annulus. We could see involvement of the annulus by the infectious process at that position corresponding to the previously identified vegetation that it between 1 and 5 o'clock". The surgeon indicated that the reason for explanting the device is patient related, and the source of infection as unknown.

Manufacturer narrative:
(B)(4) - mitral valve vegetation. Evaluation method: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of infection is unknown as reported by the healthcare provider. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.